Event description:
On (B) (6) 2009, the pt underwent an endovascular procedure where a gore tag thoracic endoprosthesis was implanted to treat a dissection with a false lumen. Thrombus was also present. One week later (unk date) imaging showed invagination. The pt is asymptomatic and the physician is monitoring the pt.